Manufacturer narrative:
Patient death due to causes not related to the enterra device. Explanted device analyzed - no anomalies found in the leads and a loose grommet found in the ipg which would not have had a significant impact on performance. No further action to be taken.

Event description:
Product forwarded from medtronic; explanted device received for analysis. Explant received from (B)(6) medical examiners office (dr. (B)(6)) after patient death (not due to device). Mdt sr#(B)(4).